Manufacturer narrative:
The following information was inadvertently not included in the initial report. Best corrected visual acuity (bcva) from (B)(6) 2014: right eye pre-op 20/20 -1.50 x -.50 x 65, left eye pre-op 20/20 -2.50 x -.25 x 110. Best corrected visual acuity (bcva) from (B)(6) 2015: right eye post-op 20/20 -1.00 x .00 x 90, left eye post-op 20/20 -1.00 x -.75 x 165. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information: equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced regression overcorrection on the both eyes (ou) at 5 month post op exam. There was no loss of best correct visual acuity (bcva). The patient¿s chief complaint was of blurry vision and commented on how vision was good after the initial treatment but at present time has reported vision is blurry. The surgery center indicated the patient will require retreatment when reaching stability.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.